Manufacturer narrative:
When the battery was removed, the alarm message would disappear. However, the customer did not provide the battery lot number and serial number, and the bad part was discarded according to their requirements, so the battery could not be returned for evaluation. Ordered a battery to be replaced by the customer. The fault has been repaired and the v60 was placed back into service.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a battery fault. The device was not in clinical use at the time of the event. There was no report of patient or user harm.